Event description:
It was reported that during a device change out procedure, an insulation abrasion was noted on the right atrial lead. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the partially returned lead found insulation abrasion breaching the outer insulation and possibly exposing the outer coil at 2.5 cm to 2.7 cm from the cut end. The abrasion was consistent with constant friction to another implantable device. Insulation damage consistent with clavicular crush was also found at 11.0 cm to 12.0 cm from the cut end.